Event description:
It was reported that when sterilized water was injected to check whether the balloon was inflated, sterilized water leaked from the syringe and the connecting part. The engagement between the syringe and the sterilized water inlet was loose.

Manufacturer narrative:
This complaint was confirmed ¿ supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. A potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier. This investigation does not require a DHR review due to a closure letter not required for this complaint. It was confirmed related to a supplier, therefore labeling review is not required for this reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when sterilized water was injected to check whether the balloon was inflated, sterilized water leaked from the syringe and the connecting part. The engagement between the syringe and the sterilized water inlet was loose.